Event description:
The doctor took the device apart to place on bowel. Noted staples falling out, so the load was replaced. Reset device onto the bowel and was unable to fire, the mechanism had jammed. No harm to pt.